Event description:
It was reported by the sales rep that during a labrum procedure, the surgeon had qty. 2 of the ar-3638 lot: 11339110, that had defects in the repair suture that caused the suture to come unwound and bunch up preventing it from going into into the knotless locking mechanism. The case was completed by using a new lot number without further issue.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used to insert suture into the knotless locking mechanism.